Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issue was refuted by the physician and was due to the user inaccurately performing the transmission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry connection between the implantable pulse generator (ipg) and the remote monitor could not be established. The ipg remains in use. No patient complications have been reported as a result of this event.